Manufacturer narrative:
One (1) used list # unknown, spinning spiros, red cap; lot # unknown and one (1) used 50ml bd syringes were received on july 13, 2020 for evaluation. The used spiros was returned with evidence of leakage at the poppet/o-ring interface. Subsequent leak testing confirmed leakage at the poppet/o-ring interface. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review could not be completed since no list and lot numbers were provided.

Manufacturer narrative:
It is unknown if a sample will be returned. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number. If additional information is provided, supplemental reports will be submitted.

Event description:
The event occurred on an unknown date. The customer reported an unknown product that leaked during a doxorubicin push. No additional information was provided.